Manufacturer narrative:
Evalutation: the unit was received slightly dirty and with the load cell severely bent to the left, so that the chamber cover would not align the magnet with the reed switch. An external magnet was used to activate the reed switch, so the unit could be tested completely. The unit could be tested completely. The unit passed all accuracy tests, but failed the chamber guard switch test, chamber cover switch test and rs232 continuity test. The complaint could not be duplicated. After the unit was released to repair, repositioning of the chamber cover resolved the chamber cover and guard switch failures. The unit passed qa final inspection.

Event description:
Rptr states that caller from facility reported that the unit did not pass an internal facility testing protocol. In this protocol each station is programmed to deliver 1.0 ml sterile water (sp grav 1.00) and the volume from each station and the total volume measured. The acceptable range for each station is 0.9 to 1.1 ml and the acceptable range for the total volume is 9.5 to 10.5 ml. This unit failed one individual station and the total volume criteria. The unit was sent to the MFR for evaluation. No pt involvement.